Event description:
It was reported that, during a procedure, there was no intermittent x-ray on allura xper fd20. No patient harm or injury have been reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was intermittent. During troubleshooting, the fse discovered that the crcb connection board was malfunctioning. The fse replaced the crcb connection board and crcb sib board. After replacement of the crcb connection board and crcb sib board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and device problem code were corrected.